Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gets hot to touch when plugged into a power source to charge. In addition, the customer experienced difficulty charging the pump with a tandem usb cable. Customer¿s blood glucose level was 190 mg/dl. Reportedly, the pump successfully charged using an alternate usb cable.